Event description:
The customer reported, displayed a communication error and shut down during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the control panel processor and control panel I/o card. System operates as intended. (B) (4).